Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tissue pad came off soon. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.